Event description:
The reporter indicated that a t-wave induction was used at implant. The chronolog screen was then printed. However, when they went back to the induction screen, it idicated that the t-wave induction shock was not delivered. This was repeated several times without success.